Event description:
Customer reported that the mx40 transmitter displays error message "speaker malfunction" and no alerts or tones are audible from device. The device was in not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The remote service engineer (rse) spoked with the customer and customer reports mx40 transmitter displays error message "speaker malfunction" and no alerts or tones are audible from device. The rse sent form to customer as bench repair service requested. The product malfunction was unable to be confirmed because the customer did not respond to requests to send device to bench repair. A review of the service history for this device shows the problem has not been reported again for this device.